Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the equipment presented a problem in the fluid-air exchange portion of a vitrectomy procedure. The pt experienced hypotony after the fluid-air exchange. The procedure was completed with the same equipment and accessory, with a delay of less than 15 mins. There was no pt harm reported.